Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report a clip the opened during efaa. It was reported that on (B)(6) 2022, a patient presented with grade 4 mitral regurgitation, a dilated left atrium, and an aorta hugger. After leaflet assessment with an xtw clip on a2/p2, it was visible in echocardiography, that the clip opened more than 5 degrees after the first step of establishing final arm angle (efaa) during the procedure. The clip opened to approximately 20 degrees. Troubleshooting was performed, such as reopening the clip more than 60 degrees and locking and closing again, but the clip did not hold the angle. The clip delivery system (cds) was removed, and two clips were successfully implanted. The mr was reduced to grade 2. There was no an adverse patient effect or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported clip opening during efaa was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, a cause for the reported clip opening during efaa could not be determined. There is no indication of product issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).